Event description:
It was reported that the patient had a spectra penile prosthesis explanted and replaced with an ambicor due to patient dissatisfaction of the device always being erect and not reaching up to the glans.

Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had a spectra penile prosthesis explanted and replaced with an ambicor due to patient dissatisfaction of the device always being erect and not reaching up to the glans.